Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported the insulin pump did not alarm when insulin did not come out of the reservoir during bolus delivery. At the time of the incident, customer's blood glucose was 284 mg/dl. At time of this report, customer's blood glucose was over 600 mg/dl. The customer's endocrinologist was called and stated it was not the infusion set but the insulin pump at fault. Endocrinologist advised that customer be taken off insulin pump and treated with injection. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.